Event description:
The customer reported the subject device exhibited an air leak from the bending section cover. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, service found there was a gap between the tip cover and the adhesive part of the instrument opening cover, and the acoustic lens surface was peeling. This report is being submitted for the malfunctions found during evaluation of the device (gap in adhesive and acoustic lens surface peeling).

Manufacturer narrative:
Upon inspection and testing of the device, the customer's reported issue (air leak from the bending section cover) was confirmed and found to be due to a pinhole in the bending section cover. In addition, service found there was a sound line omission in the ultrasound image. The bending angle was out of specification, and there was play in the angulation knob, due to wear of the angulation wire. The adhesive on the bending section cover was cracked, and the paint on the air/water cylinder was peeling off. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the cause of the gap in the adhesive and the peeling acoustic lens surface likely occurred from stress and/or handling the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Inspection of the endoscope. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.